Event description:
A male pt in (B)(6) received coolsculpting treatment in (B)(6) 2012 on his upper and lower abdomen with the coolmax applicator (8.0). On (B)(4) 2013, zeltiq was informed that the pt had returned to the office complaining of a "deformity" and a hardening of the fat. On this date, zeltiq also received before and after photos which confirmed an enlargement in the treated areas. On (B)(4) 2013, zeltiq received confirmation from the treating physician that the pt had returned to the office on (B)(6) 2013. The treating physician reported that the fat in the upper and lower abdomen felt firm, enlarged, and "non-malleable." The pt reported that he had lost weight but did not allow the office to weigh him. It is likely that intervention will be required to treat the condition, making this reportable.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional information. Per the physician's office the procedures were conducted successfully with no malfunctions. Zeltiq reviewed the system logs for the treatment dates and confirmed that no system malfunction occurred during the treatments. It is zeltiq's policy to be conservative and make this report. A follow-up report will be made to the agency if and when new information is received about this case.